Event description:
It was reported that the pressure does not go past 100 for both chambers; "with bag and without" . Customer checked the back port on the tower: "its at 300mmhg". Customer used a pressure meter to check. Waited 5 minutes and the device was still not inflating to 280-290 on the gauge. The issue was discovered prior to patient use. No patient harm. No medical intervention. Event occurred at the clinical engineering department.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Updated. Device evaluation: one device was received. A visual inspection found that two h-2 pressure chambers were sent in with the tower. The tower was received in good condition with no damage or adulterations. While performing functional tests on the top socket and heat exchanger alarms, the overtemp alarm activated. The overtemp alarm is set correctly, as well as the recirculating solution temperature, so it was found to be a fault with the pcb. During the functional testing, only one of the pressure cuffs failed. The bladder pressurized, but the needle on the pressure gauge did not move. The other pressure chamber pressurized as intended. The cause was found to be a faulty pressure gauge and leaking ez deflate. The faulty pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
D4 has been corrected. UDI related data quality updates only.